Manufacturer narrative:
Visual inspection: during the investigation, scratches and bloody residues on the outer housing of the components, were determined. Permeability test: a permeability test has shown that both valves have a blockage but the ped. Control reservoir is permeable. Computer controlled test: because the valves are not permeable, a computer controlled test is not possible. Adjustment test: during the adjustment test it was determined that the m. Blue but not the progav 2.0 is adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test of the m. Blue has shown that the brake function operates as expected; however, the braking force cannot be measured due to the non-adjustability of the valve the brake functionality test of the progav 2.0 has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in all three components. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine a blockage at the m. Blue and at the progav 2.0. Furthermore, the m. Blue could not be adjusted. The deposits visible in the valves have led to the functional impairments. Furthermore, we could determine deposits in the ped. Control reservoir; these deposits did not affect the technical properties at the time of the investigation. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus xabo (#fx819a) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.